Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 2/1/16-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient was unable to perform and enjoy regular activities and had a revision surgery on (B)(6) 2014. Medical records and MRI report note a fluid collection in the left hip that was more like pseudobursa and not a pseudotumor. Pseudotumor will not be reported at this time. There was no revision surgical report within medical records reviewed at this time, but follow-up appointment reports confirm patient was revised. Medical records also reported groin pain. There was no report of dislocations.part/lot updated.the complaint was updated on: feb 25, 2016

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, swelling, inflammation, dislocations, and difficulty ambulating,